Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. (B)(4).

Event description:
On (B)(6) 2016, the patient underwent an endovascular repair of an abdominal aortic aneurysm using gore excluder aaa endoprostheses. It was reported that the delivery catheter of the contralateral leg component was advanced outside of the sheath as the patient's common iliac artery was extremely tortuous. It was reported the device met resistance and was withdrawn into the sheath. While the delivery catheter was being withdrawn into the sheath, the leading olive and stent were reportedly separated from the rest of the catheter and remained in the patient. It was reported resistance was met while the device was being withdrawn into sheath. The cause of the leading olive and stent separating is reportedly unknown. The physician reportedly snared and removed the leading olive and stent from the patient. Another device was used to complete the procedure. The procedure concluded without any further complications, and the patient tolerated the procedure.